Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed an infection and skin reaction at the pod insertion site (leg) after wearing the device for an unknown duration. The patient experienced swelling, inflammation, and purulent discharge containing blood and pus at the infusion site. On (B)(6) 2026, the patient sought medical evaluation to have the pod site examined; however, an official diagnosis was not provided during reporting. Treatment consisted of drainage of the affected site by a healthcare professional, and the patient reported that several syringes of pus and blood were removed during the procedure. Following the doctor's visit, the patient applied a new pod at a different infusion site. The patient reported they no longer have the affected pod available.